Event description:
(B)(6) 2015 rp (rep): it was reported that there was a motor stall. The pump was explanted on (B)(6) 2015. The patient was doing well as far as the manufacture representative was aware.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
The pump system was delivering dilaudid.